Event description:
The pulse generator underwent product analysis. The device output signal was monitored for 24 hours in a simulated body temperature environment. The results showed no signs of variation in the generator ability to deliver the output current. The generator performed according to functional specifications, and no abnormalities with the generator's performance were found.

Event description:
Information received that the patient underwent vns generator replacement surgery. The facility at which the device was explanted is historically a no return site. No other relevant information has been received to date.

Event description:
The generator was received by the manufacturer. Product analysis has not been completed to date. No additional information has been received to date.

Event description:
Clinic notes were received and stated that the patient's mother was concerned that the vns may not be functioning well as previously increased seizure frequency was noted around the time of battery replacement. Device diagnostics were ran for the patient on (B)(6) 2018, both lead impedance and battery status were found to be in acceptable ranges. The patient has been referred for surgery however no known surgical intervention has occurred to date. Multiple attempts were made to obtain information regarding the event, however no information has been received to date.